Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. From (B)(6) 2025, at 13:18:42, to (B)(6) 2025, at 13:52:58, an infusion is in progress with a flowrate at 0.800 ml/h for 00:34:16 and the total volume infused was 0.462 ml and not 10 ml. The reported device was received in brézins for investigation. According to our investigation, a slightly scratched screen of the pump was observed during the external visual inspection, but there is no link with the reported defect. Reproducible tests have been carried out and the first test was a displacement test and was compliant. A linearity check was then carried out via partner and revealed nothing abnormal. A flowrate was launched at 0.8 ml/h for 12 hours and the flow rate accuracy was -1.75% which was compliant compared to IFU specifications (+/- 3%). Quality control was then successfully completed with no malfunctions detected. Noting was noticed during the internal check of the device. For this complaint, the reported issue could not be confirmed using the logs or reproduced therefore no root cause was identified and this complaint is not valid. The maintenance should be carried out on the device before april 25th, 2026. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: morphine 10mg/1ml (1 vial morphine /5ml 0.9% nacl) 20mg morphine over 24 hours for 3 days, subcutaneous route. Flow rate set at 0.8ml/h for 10ml over 12.5 hours on the syringe pump. After the first syringe had been administered without any problem, the syringe pump injected the second dose of 10cc initially planned for 12:30 [hours] in less than an hour (between 13:18 and 13:52). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.